Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a040502. Annex b: b01, b14. Annex c: c0601. Annex d: d15. Annex g: g04037. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review and was not replicated during laboratory testing. The suspect pump module, external and internal inspection did not confirm any anomalies of the electrical or mechanical components. All parts were observed to be manufactured by bd. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. The primary administration set was tested; no leaks or anomalies were observed. Back flow testing with the secondary administration set did not observe any backflow or anomalies. According to the report, an infusion of the same chemotherapy medication was administered over 4 days. The event log review identified that from (B)(6) 2025, to (B)(6) 2025, an IV remote infusion was programmed for the drug ¿cytarab02i¿ (believed to be cytarabine), with a rate of 83.3 ml/h and a vtbi of 250 ml. On (B)(6) 2025, at 11:09 pm the suspected IV remote infusion was received on the suspect pump module and started at 11:10 pm with an expected duration of three (3) hours. On (B)(6) at 2:07 am the suspect pump module alarmed for occlusion, the infusion was restarted and completed at 2:11 am. Between 2:12 am to 4:06 am user changed the vtbi (volume to be infused) and programmed new infusions of the same drug. During this period, the vtbi was changed five (5) times; none of these infusions were completed since the vtbi was adjusted before they could finish. At 4:35 am the user paused the last programmed infusion with rate of 83.3 ml/h and a vtbi of 100 ml, right after the device was turned off. There is no record of further infusions of the same drug. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion event could not be determined or replicated during extensive laboratory testing, the suspect pump module was found to be delivering fluid within specification. Note that this report lists imdrf annex a040502, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an under infusion of an unspecified chemotherapy medication. The medication was intended to infuse from 2300 to 0230. When the clinician expected the infusion to have been completed they noted there was still a significant amount of medication remain in the medication bag. The clinician programmed a new infusion to infuse the remaining medication over an hour. However, when the clinician checked the infusion an hour later the volume remaining in the medication bag was unchanged. The infusion was switched to a different pump and the infusion was completed. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an under infusion of an unspecified chemotherapy medication. The medication was intended to infuse from 2300 to 0230. When the clinician expected the infusion to have been completed, they noted there was still a significant amount of medication remain in the medication bag. The clinician programmed a new infusion to infuse the remaining medication over an hour. However, when the clinician checked the infusion an hour later the volume remaining in the medication bag was unchanged. The infusion was switched to a different pump and the infusion was completed. There was patient involvement, but no harm.